Event description:
Pt reported to this dentist that the upper hardware of his oral appliance had broken off. There was not harm to the pt. The device was repaired by remaking the upper tray, and returned to the pt.